Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that, 8 months after the dental implant was installed in intraoral region #5, its non-osseointegration was observed. Forty-five ncm of primary stability was achieved and the implant was immediately loaded. The patient presented bone type ii.